Manufacturer narrative:
The date of the event was not reported, so the aware date was used.

Event description:
It was reported that the patient experienced st elevations. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The physician deployed the closure device in the laa. After the device was deployed the patient experienced st segment elevation. The patient remained stable during this event.

Manufacturer narrative:
Initial bsc aware date is corrected from 10/18/2018 to 10/16/2018 the adverse event/product problem, date of the event, initial reporter address, city, state, zip code, phone number, and patient code and device code were updated.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 09:43 am CT. The report number is being corrected from: 2134265-2018-63982 to: 2134265-2018-62674.

Event description:
It was reported that the patient experienced st elevations. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The physician deployed the closure device in the laa. After the device was deployed the patient experienced st segment elevation. The patient remained stable during this event. It was further reported that air was suspected during the procedure and a small dose of phenylephrine was given to the patient to push the air out to circulation. Upon review of the images after the procedure, it was noted that there was air in the wds. The patient was discharged the next day.